Event description:
The customer claims when the magnet clip is detached the alarm is triggered, but only stays on for 5 seconds, then there is no power. There was no pt injury reported.

Manufacturer narrative:
(B) (4). (B) (4).